Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.08v). The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery charger/modem or battery pack. Device manufacture date: sn (B)(4): 01/07/2011; sn (B)(4): 07/01/2014.

Event description:
A us distributor returned a patient's battery charger/modem and battery pack and reported that they were producing battery and charger faults.